Event description:
Device interrogation on (B)(6) 2021 revealed ra dislodgement. Pt underwent successful lead revision on (B)(6) 2021" lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).